Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "pump won't infuse secondary" was not reproduced. Device sent to flow line for a flow accuracy test at 125ml/hr with volume to be infused of 125ml. Device infused 119.346ml which resulted in an error percentage of -4.523%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was not infusing secondary during testing in the biomedical service department.. There was no patient involvement. No additional information is available.